Event description:
Baxter received a report regarding the logix software. Per the report, the customer reported that the "g" appears as a "q" on the bag label-customer told me this is ?not safe, and is an error waiting to happen." There was no report of patient injury, medical intervention. No additional information.

Manufacturer narrative:
(B)(4). The reported issue of final bag label defect-truncation of letters or numbers was confirmed. The root cause was determined to be the insufficient height to display the text on the label. The issue does not represent an unacceptable risk to the patient.

Manufacturer narrative:
(B)(4). Additional narrative: baxter is awaiting software evaluation for logix regarding this report. A follow-up medwatch will be submitted when the evaluation is complete. This device is considered 510k exempt (class ii).